Manufacturer narrative:
Device analysis by MFR: the reported event indicated that the rotawire moved unexpectedly, rotation issues, and abnormal noises were encountered during the procedure. Product analysis did not confirm the reported rotawire movement issue, as the brake and test wireclip torquer functioned as intended during testing of the brake. As the rotawire was unable to be inserted through the damaged coil, it was considered likely that resistance between the rotawire and damaged coil during the procedure may have led to movement of the rotawire during the procedure. The reported noise and rpm issues were confirmed during analysis, as the kinked and stretched coil inhibited the ability of the device to rotate and generated an abnormal noise during the device stall. As a review of the DHR shows that the device was manufactured per specification, review of the instructions for use indicates that the device is not to be used if damages or defects are identified prior to use, and the reported events do not indicate any damages or defects to the device during unpackaging or preparation, it was considered likely that the reported events and identified damage to the device occurred due to procedural factors. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure.

Event description:
It was reported that a rotapro brake issue occurred. A percutaneous coronary intervention was performed using a rotapro 1.25mm for treatment. The target lesion was located in the right coronary artery (rca). During advancement to the rca the rotawire was retracted. The physician then attempted to reposition the rotawire using dynaglide mode, however when this attempted the entire system had moved from its place. After this, the physician suspected a kink in the rotawire so the system was removed and a new rotawire was used. During testing with this new rotawire, the rotapro was making unusual noise and rpm dropped significantly. After this, a new rotapro 1.25mm was used to successfully complete the procedure with no patient complications.

Event description:
It was reported that a rotapro brake issue occurred. A percutaneous coronary intervention was performed using a rotapro 1.25mm for treatment. The target lesion was located in the right coronary artery (rca). During advancement to the rca the rotawire was retracted. The physician then attempted to reposition the rotawire using dynaglide mode, however when this attempted the entire system had moved from its place. After this, the physician suspected a kink in the rotawire so the system was removed and a new rotawire was used. During testing with this new rotawire, the rotapro was making unusual noise and rpm dropped significantly. After this, a new rotapro 1.25mm was used to successfully complete the procedure with no patient complications.